Event description:
Physician found a wire inside the venous system from inferior to superior venacava. The wire could not be removed intact and was removed in multiple sections. Unable to identify any specific info related to the actual tray (unk lot number). No ill outcome to pt.